Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box showed no evidence of a load step malfunction. During testing, the pump successfully completed the ez-prime steps successfully with no cs 163 warnings or other alarms occurring. The pump was found to perform within specification. The pump cover was removed and there was no intermittent condition was found to the force sensor flex pins. The complaint of a load step malfunction issue was not duplicated during investigation.